Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
There was no reported patient impact associated with this complaint. However, this complaint is being reported as a malfunction due to the alleged self-reboot. Reportedly, there was no evidence of trauma or product misuse. During troubleshooting, the reporter noted that the battery cap is secure and intact, and the threads on the cap and battery compartment are in good condition.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump boots to the verify screen with auditory and vibratory alarms. There were no alarms related to the complaint in the alarm history. An "ezprime" operation was performed and during the load step pump did not recognize cartridge and pushed all the fluid out no cartridge detected warning. There are no alarms related to the complaint in the alarm history. A review of the pump history showed several no cartridge detected warnings and non-zero low force loss of prime warnings occurring. The pump was opened after testing and a crooked "oled" display was observed. The force sensor flex pins were partially dislodged from the pcb sockets. Unrelated to this complaint, a cracked battery compartment was observed; moisture/corrosion damage was observed inside the battery compartment. It was also observed that the display has a reddish tint to it, information is difficult to read. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.